Event description:
It was reported that an o-ring was on the pneumatic tap. The o-ring was removed from the pump. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
D9, h10 (remove previous statement, add "no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.") D9, h10 (remove previous statement, add "no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.")